Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a weak signal and his blood glucose was 116 mg/dl at the time of the incident. Customer was advised that the weak signal should resolve itself. Customer stated that this is the 4th time in the week that he had a low blood glucose level at night. Customer's blood glucose was 47 mg/dl and he treated with a soda. Customer uploaded the pump and stated that sometimes the readings are on and sometimes they are off. Customer's blood glucose was 31 mg/dl and he treated with an injection of sugar. Customer reported that the fire department came. Customer declined troubleshooting for the low blood glucose readings and stated that his settings have been changed to help him with the low blood glucose. Customer was advised to monitor the issue.